Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain intense, swelling & disfigure. Lead to testing to find out breast is filled with fluid" and "prominent radial folds."

Event description:
Patient reported left side "pain intense, swelling & disfigure. Lead to testing to find out breast is filled with fluid" and "prominent radial folds." Device remains implanted. Treatment noted as "pain killers - prescription/ fluid drained."